Event description:
Additional information received noting that the patient underwent a full revision due to low impedance. When the surgeon opened the pocket for the generator and he saw that the lead was twisted and knotted, indicating the patient was twiddling the device. He then inspected more of the lead showing a crack in the outer sheath. The suspect device has not been received to date.

Event description:
The patient was seen in clinic and was found to have low impedance. It was noted that at the patient's last appointment their lead impedance was within normal limits. The patient has since been referred for x-rays and neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was received and product analysis is underway.

Event description:
Product analysis was completed on the returned lead. Other than the tear openings, torn tubing and twisted and exposed coils, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.